Event description:
The customer reported numerous problems with the product. There was no pt injury reported. Evaluation of the returned product found that the cables were shorting or had an open connection.

Manufacturer narrative:
(B) (4). Evaluation of the returned 210 nurse call cables shows that (170) cables meet the testing specifications; (1) the cable connector is broken off on one side, (16) the cables are shorting, and (23) the cables have an open connection. (B) (4).